Manufacturer narrative:
(B)(4). The dermatome was returned for evaluation. Device history record (DHR) - shows no abnormalities related to the reported failure. Failure analysis - thicker graft - nothing found during the investigation can confirm the thicker graft claim. The calibration was found in tolerance from cap to bushing side, all readings were found towards the center of the tolerance. Gauge bar has movement from front to back but we did not find a s[pot that would allow a larger clearance between the bar and blade that could produce a larger graft. The actual thickness of the harvested tissue is highly dependent upon the operator technique and the condition of the tissue being harvested. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during the first use of the dermatome to treat a burned patient, it made a hard noise, motor did not have the strength needed and when they finally got the skin graft, they got a thicker graft (thigh). The desired graft thickness was 0.76mm, the graft thickness obtained was not disclosed. No reports of permanent damage to the patient. Also, they report that black liquid and some particles on the dermatome after use. The procedure was completed with a replacement product with no surgical delay.